Event description:
It was reported that receiver reinitialization occurred. Product was provided for investigation. An external visual inspection was performed and passed. A receiver charge and boot tests were performed and passed. Functional tests were performed and passed relevant tests except for serial number verification. An internal visual inspection was performed and passed. A receiver download was performed and receiver reset and multiples of alert system check display on incident date (B)(6) 2025 found in receiver log was an indication that the allegation did occur. The allegation was confirmed due to the finding of a screen initialization without manual restart. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a receiver reinitialization occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.